Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle device was used in the lungs during a bronchoscopy procedure performed on (B)(6) 2015. According to the complainant, during the second pass with the needle, the needle would not retract from the tissue and was stuck inside the patient. Attempts to remove the needle from the patient were unsuccessful. The needle and sheath broke off inside the patient when the device was attempted to be removed. The patient was sent to the operating room. A rigid bronchoscopy was performed and the device fragments were removed from the patient. There was no visible damage on the device and its packaging prior to use. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ¿okay¿.